Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the vision has been blurry from first day. The patient can not use out of it. Additional information was requested and received stating as per patient, the lens is not seated right, her eyes are still blurry , her physician tried to correct the iol position , however it didn't help and her eyes are still blurred. Additional information has been received stated that eye still have swelling under right eye as well as right cheek.

Event description:
Additional information has been received stated that the lens explanted from the eye in a secondary procedure and was replaced with a toric lens. No further information available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).